Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the IV cannula with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter on the IV cannula with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that unspecified bd syringe had a dark stain on the needle before injection into the arm patient spoke to a pa at their doctors office a few days after the occurrence.

Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ syringe had a dark stain on the needle before injection into the arm patient spoke to a pa at their doctors office a few days after the occurrence.